Manufacturer narrative:
With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Per the instructions for use (IFU): bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient complained of feeling fatigue/malaise and was noted to have dark stools for the past 3-4 days. The patient also reported having decreased exercise tolerance and positional lightheadedness. The patient was hospitalized on (B)(6) 2017 for acute blood loss anemia due to presumed recurrent upper gastrointestinal bleeding. A blood transfusion was given and hematocrit stabilized. The event was resolved on (B)(6) 2017. Medications were adjusted. The principal investigator indicated the event is possibly related to the hvad system and patient condition.

Manufacturer narrative:
Updated event: it was reported that the patient complained of feeling fatigue/malaise and was noted to have dark stools for the past 3-4 days. The patient also reported having decreased exercise tolerance and positional lightheadedness. The patient was hospitalized on (B)(6) 2017 for acute blood loss anemia due to presumed recurrent upper gastrointestinal bleeding.  A blood transfusion was given and hematocrit stabilized. The event was resolved on (B)(6) 2017. Medications were adjusted. The principal investigator indicated the event is possibly related to the hvad system and patient condition. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.